Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("pid") and fallopian tube perforation ("perforation (fallopian tubes),") in an adult female patient who had essure (batch no. C18708) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. Concurrent conditions included cyst nos. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced headache ("headaches,") and fatigue ("fatigue,"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhoea ") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and migraine ("migraines"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure implants). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction, headache and fatigue had resolved and the pelvic inflammatory disease, fallopian tube perforation and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, migraine, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: insertion details: number of proximal coils 5 on left cornua and 3 on right cornua. Concerning the injuries reported in this case, the following one was reported via medical records: pelvic inflammatory disease quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("pid") and fallopian tube perforation ("perforation (fallopian tubes),") in an adult female patient who had essure (batch no. C18708) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. Concurrent conditions included cyst nos. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain, pelvic inflammatory disease and fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches,") and fatigue ("fatigue,"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure implants). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction, headache and fatigue had resolved and the pelvic inflammatory disease, fallopian tube perforation and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, migraine, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: insertion details: number of proximal coils 5 on left cornua and 3 on right cornua. Concerning the injuries reported in this case, the following one was reported via medical records: pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr: new events: female sexual dysfunction, fatigue, migraine, headache, fallopian tube perforation, pelvic inflammatory disease were added. Reporter, patient demographic information, other relevant history, product lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove essure device). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.